Event description:
Related manufacturer report number 3006705815-2022-00733. It was reported that patient experienced ineffective stimulation due to lead migration issue. Patient denies any traumas or falls. Leads were explanted, and new leads were implanted. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.